Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd angiocath¿ peripheral venous catheter package seal unit was opened where sterility of the product is compromised. The following information was provided by the initial reporter: this is a report about open packages of angiocath. According to the customer's report, several packages were found to be already open before use.

Event description:
It was reported that three bd angiocath¿ peripheral venous catheter package seal unit was opened where sterility of the product is compromised. The following information was provided by the initial reporter: this is a report about open packages of angiocath. According to the customer's report, several packages were found to be already open before use.

Manufacturer narrative:
H6: investigation summary: bd received three 22 gauge angiocath device from lot 1168743 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that small openings in the blister packages. Therefore, based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, the engineer could not identify a definitive root cause for this defect. The package seal was inspected and adhesive was observed along with the proper sealing mark to indicate that sealing had taken place normally, along with no findings in the manufacturing record to indicate a packaging issue. The manufacturing facility has been notified of this incident and the findings.